Event description:
Customer stated that suture frayed and broke during surgical procedure. There are no reported adverse consequences to the patient related to this event.

Manufacturer narrative:
Date sent to FDA: 04/22/1999. H3, h6 - the actual sample that initiated this complaitn was visually examined. The returned sample was split from the needle swage to approximately 7 inches along the suture. H3, h6 - samples of the returned unopened sutures were flex tested then destructively tested for knot pull tensile strength and the results obtained were above ethicon requirements, which always equal or exceed the minimum usp characteristics seen in the return returned actual sample after successful pull testing. This complaint has been forwarded to the appropriate personnel for further investigation.